Manufacturer narrative:
Age at time of event: under 18 years. Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgement outside the patient occurred. A 4.00 x 20 synergy drug-eluting stent was selected for use to treat the lesion. However, upon removing the device from the hoop, the stent was detached. The procedure was completed with a non-bsc stent. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found that the stent was damaged with stent struts at the distal end distorted and stretched over the distal markerband. Stent struts on the proximal side and centre of the stent are slightly misaligned. The stent moved distally on the balloon exposing the balloon wall on the proximal side for 3mm. The maximum measurement of the stent profile is within the specification. The stent protector was not returned for analysis. It can be determined that the stent protector was not too tight on the crimped stent provided the correct removal of the stent protector was used. Based on the specified stent protector profile and the recorded crimped stent profile, there is no issues to note with the interaction between the two components. Based on the analysis and the type of damage evident; it is most likely that stent damage occurred during the preparation and handling of the device following removal of the stent protector. The balloon body was reviewed and no issues were noted with the overall balloon. Crimp markings were evident on the exposed balloon wall. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The distal edge of the bumper tip of the device showed signs of slight damage. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no kinks across the length of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section found no issues with the shaft polymer extrusion profile. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgement outside the patient occurred. A 4.00 x 20 synergy¿ drug-eluting stent was selected for use to treat the lesion. However, upon removing the device from the hoop, the stent was detached. The procedure was completed with a non-bsc stent. No patient complications were reported.